Event description:
It was reported that the balloon would not deflate. The physician removed the guidewire from the balloon and still would not deflate; therefore, the balloon catheter was removed through the guide catheter. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual exam of the device did not reveal any external anomalies. Blood was observed on the balloon, and during functional evaluation, no fluid exited the distal tip of the balloon catheter. A 0.0014¿ guidewire was advanced through the balloon catheter lumen and restriction was encountered at 53cm from the proximal end. Small particles of hardened contrast media were observed on extraction of the guidewire. The device was submerged in warm water through three separate cycles, and the guidewire could still not advance through the catheter. The blood that existed on the balloon was washed off the surface and it was evident that blood that remained was inside the balloon. The blood was present between the slots of the micromachined tubing, these being the inflation ports of the unit. The unit was dissected 53cm from the proximal end of the balloon catheter and white hard substance was present. The material exhibited the properties of dried contrast media. Additional information indicated there were no issues when inflating or deflating the balloon at preparation and there was no resistance during loading of the guidewire. Blood observed is an indication that blood entered the balloon during the procedure and coagulated blood in the inflation ports may resulted in deflation difficulties. As per the event, the guidewire was removed in order to deflate the balloon; however this could not be achieved. From analysis of the returned unit, there was a considerable amount of hardened blood on the distal part of the balloon. It is possible that if the guidewire was not fully pulled back past the proximal part of the balloon then the coagulated blood on the distal segment of the balloon may have resulted in the inability to deflate the balloon completely due to the distal inflation port being occluded with blood. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that the balloon would not deflate. The physician removed the guidewire from the balloon and still would not deflate; therefore, the balloon catheter was removed through the guide catheter. There were no reported clinical consequences to the patient due to this event.